Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the procedure to replace this implantable pacemaker for end of life (eol), electrocautery had begun to be used on the pocket, and the patient went into ventricular fibrillation (vf). It was questioned if the device could have caused the vf. The electrocautery resulted in noise and oversensing. The patient was in vf for approximately a few seconds, and then an external shock was delivered to terminate the vf. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.